Event description:
The customer reported that the insulin pump had partial display and missing segments. Customer stated that he was missing line all the way in the middle of the screen. Troubleshooting was done. Customer's blood glucose was 41 mg/dl. Customer treated with dextrose injection. Customer stated the issue was happening about a month and he was in the hospital and was told by his diabetic educator to report the issue. Customer was in the emergency room and he turned off the insulin pump and had to reset the time. Customer stated that the insulin pump was dropped from time to time. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. It was mentioned that the hospitalization was not diabetic related it was due to infection. Most recent blood glucose was 247 mg/dl. No further information provided.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked zebra connector on the display. No functional testing could be performed due to the missing segments. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.